Event description:
A report was received that the patient had nonfunctional contacts on the leads and the ipg was no longer operational despite multiple efforts of recharging. The patient will undergo pocket and lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision due to a new non-device related pain. The ipg and leads were replaced per physician's preference. Malfunction was not suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had nonfunctional contacts on the leads and the ipg was no longer operational despite multiple efforts of recharging. The patient will undergo pocket and lead revision.